Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was not reproduced however it was confirmed during a log file review. Therefore, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the video connector of the scope and camera head may have been dirty or insufficiently dried because dirt and foreign matter were detected inside otv-s700's video connector receiver. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. No abnormalities were found with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that error codes e226 and e231 occurred on the video system processor during a therapeutic uterine adnexal tumor removal procedure. The procedure was completed with the same device. There were no reports of patient harm. This medical device report (MDR) is related to patient identifier: (B)(6).